Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that system shut off during case. Following a study of the log file, fse did not found any error in logs. Fse concluded it as a one-time event. No action is required in this time. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As there is no error found in log file and there was no action done for this as there was no solution and as per philips it as a one-time event and after that the system restarted. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system shut itself off during a procedure. The device was inside of clinical use at the time of the reported event and there was a delay in the procedure. No harm was reported to philips. Philips has started an investigation of this complaint.